Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right atrial (ra) lead had intermittent jumps in pacing impedances that were being oversensed by the minute ventilation (mv) sensor. Technical services recommended to turn off the respiratory rate trend (rrt) sensor and to further evaluate the lead b performing isometrics, pocket manipulation and serial impedances. The health care professional (hcp) will evaluate the lead at the next in clinic office visit. At this time, this ICD and other manufactures ra lead remains in service. No adverse patient effects were reported. Additional information was received that indicated this other manufactures right atrial (ra) lead had high out-of-range (ooo) pacing impedances measuring greater than 3000 ohms. Additionally, p-waves and thresholds have increased. It was also noted there was observations of atrial noise. The health care professional (hcp) will bring the patient in to perform isometrics. At this time, this ICD and other manufactures ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right atrial (ra) lead had intermittent jumps in pacing impedances that were being oversensed by the minute ventilation (mv) sensor. Technical services recommended to turn off the respiratory rate trend (rrt) sensor, and to further evaluate the lead b performing isometrics, pocket manipulation and serial impedances. The health care professional (hcp) will evaluate the lead at the next in clinic office visit. At this time, this ICD and other manufactures ra lead remains in service. No adverse patient effects were reported.